Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was not performing the proper air removal process during the load sequence. Customer performed a supply change to address the issue. There was no adverse impact to the customer¿s blood glucose.